Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, wear abrasion, the weight the device within specification and one opening curved on the posterior. A microscopic analysis was performed which identified, one opening crease sharp on the posterior. Based on the device analysis the final assessment is: one crease sharp opening due to fold flaw opening. Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV, and "exchange of textured breast implant due to the patient¿s concern with the product" and "any creases". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and "exchange of textured breast implant due to the patient¿s concern with the product."

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV, and "exchange of textured breast implant due to the patient¿s concern with the product" and "any creases". Device has been explanted.